Manufacturer narrative:
Gehc service personnel inspected and tested esd mat. Reloaded system software and reloaded calibration files. System operates as intended. Customer has unreliable power coming from outlet. Customer power fluctuates from 125vac to 105vac. Recommended an ups for system. Customer installed dedicated outlet. Customer reported communication errors on jun 07 in afternoon. Found power sag and one outage on new outlet. Installed new system interface pcb. Customer reported images not saving properly. Ordered new hard drive. Received and replaced hard drive. Reloaded customer's original version software of jv2.1. Customer continues to receive intermittent communication errors daily. Test equipment: fluke.

Event description:
Customer reported system will not save images to directory. Customer outlet power not reliable.